Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the screwdriver ball tips are stripped and do not tighten." There was no adverse consequences to the patient.